Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. In the morning of the event date, patient's blood glucose was 62mg/dl on ot meter. Because patient was experiencing unknown symptoms of high blood glucose, they tested on family member's one touch ultra meter and obtained a result of 549mg/dl. Patient took set amount of insulin and went to hospital. At the hospital, patient's blood glucose was 503mg/dl on meter of unknown brand. Patient spent 6 hours in the emergency room where they were treated for hyperglycemia with insulin before being released. Patient claims that the ot meter has been repeatedly giving blood glucose results of 62mg/dl on several different occasions. No further information has been provided.